Manufacturer narrative:
The referenced cerebral vascular accident was reported under MFR report #2916596-2015-02150. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 months. A correlation between the device and the reported event could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The patient was previously admitted on approximately (B)(6) 2015 for a cerebral vascular accident. The patient presented with a lactate dehydrogenase of 834 u/l which was up from a baseline of 500-600 u/l since implant. An echocardiogram showed that the aortic valve was opening a little with every beat. It was reported that the patient suffered an embolic stroke on (B)(6) 2015 and was re-admitted to the hospital. The patient's inr upon admission was 1.75 (based on an inr goal of 2.0-2.5). The cause of the stroke was unknown, however, it was reported that the stroke was not vad related. Vad parameters were reportedly within normal ranges and there were no adverse alarm conditions. It was reported that the patient has difficulty verbally communicating and is partially paralyzed. The patient was transferred to a long-term acute care facility. Additional information was requested but not provided.